Event description:
Pt complained of pain for several months. She had bilateral breast implants done in 1973. On 5/17/95, because of increse in pain and the rupture of one of the implants, the pt in pain and the rupture of one of the implants, the pt elected to have both implants removed. The info regarding the implants is limited to the pt's statement that they were manufactured by co.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.